Event description:
The surgeon was performing surgery and using the urolift 2 implant cartridge, and it misfired. The cartridge was removed from the field and replaced with a new device. No patient harm.